Event description:
It was reported that rippling was noted on the patient's modular cable on (B)(6)2023. The patient was evaluated on (B)(6)2023. Log files captured driveline power a faults on (B)(6)2023. The controller and modular cable were replaced. The driveline power fault alarm did not return but the sensing data did not return to normal. On (B)(6)2023 the driveline power faults returned. The patient was stable and admitted to the hospital. Follow-up log files confirmed the driveline power fault alarm associated with abnormal current sensing. The pump itself appeared to be operating as expected. The patient's controller was exchanged to a 1.7.0 controller. The driveline fault alarm resolved. Log files confirmed no driveline power faults were noted and the current sensing appeared to be operating normally. On (B)(6)2023 the patient had an alarm at home. They were to report back to the hospital. Log files confirmed driveline power a fault alarms on (B)(6)2023 from 10:21 to 16:00. Investigation of the returned modular cable inline connector revealed a dried blue, black, and white residue consistent with corrosion around all of the pins. Inspection of the modular cable under the microscope revealed extensive corrosion and fluid ingress.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power a faults was confirmed through the evaluation of the submitted log files. Evaluation of the returned modular cable revealed corrosion consistent with fluid ingress. The heartmate 3 modular cable, lot number 8460912, was returned in used condition. The controller connector bend relief and the inline connector bend relief were discolored grey. The outer jacket was discolored grey. No signs of damage (cuts, holes, tears, etc.) Were observed. The controller connector pins were unremarkable. Inspection of the inline connector revealed corrosion around all of the pins, consistent with fluid ingress. No other findings were noted. Inspection of the modular cable under the microscope revealed extensive corrosion and fluid ingress. The extent of the damage prohibited functional testing from being performed. Evaluation of the submitted log files confirmed power a broken fault flags in association with driveline power faults on 22dec2023. No other notable events or alarms were captured. The relevant sections of the device history records for the modular cable, lot number 8460912, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the hm 3 lvas patient handbook, rev. D are currently available. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ and section 5 of the patient handbook entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot system alarms including driveline fault alarm conditions, and the actions to take if the alarms cannot be resolved. Section 8 of the IFU entitled ¿equipment storage and care¿ and section 6 of the patient handbook entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. The IFU and patient handbook contains information on caring for the driveline in section 4 ¿living with the heartmate 3". In several sections, this document warns the user to never put the driveline, system controller, or any external equipment into water or liquid; immersion in water or liquid may cause the pump to stop. Section 4 "living with the heartmate 3" of the patient handbook (under "caring for the driveline") contains information regarding how to clean and care for the driveline. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.